Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance with basal rate settings, as blood glucose (bg) levels were between 63-135 mg/dl. The customer drank a couple ounces of orange juice to stabilize bg levels. Tandem technical support advised customer to consult with health care provider to discuss what may be affecting bg levels.